Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50716isp, mfg date: 01/18/2010, exp date: 01/31/2015. Batch 50717isp, mfg date: 01/28/2010, exp date: 01/31/2015. Batch 50718isp, mfg date: 02/02/2010, exp date: 01/31/2015. Batch 50719isp, mfg date: 01/21/2010, exp date: 01/31/2015. Batch 50831isp, mfg date: 02/19/2010, exp date: 02/28/2015. Batch 50832isp, mfg date: 02/26/2010, exp date: 02/28/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent an orthopedic procedure on (B)(6) 2010 and a drain was placed and worked normally. On (B)(6) 2010, the surgeon removed the drain and it broke. A piece of the drain remained in the pt's body. The surgeon felt no resistance when he removed it. On the same day, the surgeon re-opened part of surgical incision and removed the retained drain. The surgeon opines that the drain may have come in contact with a needle or scissors while suturing the fascia. The pt is in stable condition.